Manufacturer narrative:
UDI: the pct281418 device was a finished device manufactured and labeled prior to the compliance date established by FDA (801.20)for the unique device identifier (UDI) requirement. Patient medications include but are not limited to: acetaminophen, morphine injection, naci, ramipril, metoprolol, sodium chloride 0.9% injection flush. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2004, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder bifurcated endoprosthesis. The patient tolerated the procedure. On (B)(6) 2017, the patient presented urgently with a leaking aneurysm distal type I endoleak originating from the ipsilateral leg on the left side; the aneurysm diameter measured 11.8cm. On (B)(6) 2017, the patient underwent reintervention and both the right and left side were extended with gore® excluder® contralateral leg endoprostheses. Two devices were placed to further exclude the left side distally and one was placed on the right side. There was no proximal endoleak but the physician chose to extend coverage proximally also and a gore® excluder® aortic extender was placed to extend coverage proximally. The patient tolerated the procedure and the endoleak was resolved. The amount of aneurysm enlargement is unknown as the original treatment diameters from 2004 are not known.